Event description:
It was reported the patient had difficulties charging the device. On (B) (6) 2009, the patient stated she was not able to charge the recharger. A replacement recharger was sent to the patient. On (B) (6) 2009, the patient stated the recharger screen was blank and unresponsive. The patient stated it had not gotten wet, dropped, or crushed. A damaged connector was replaced on the recharger. On (B) (6) 2010, the patient again noted the recharger screen was blank and would not charge. The recharger would not power up and had no output. A replacement recharger was again sent to the patient. On (B) (6) 2010, the patient noted she had not been able to recharge her device for several weeks. Troubleshooting was done, but an overdischarge was suspected. On (B) (6) 2010, an overdischarge was noted followed by a power on reset (por). No symptoms or further outcome were reported. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).